Event description:
The customer obtained positive bhcg results for one patient that did not meet the assay's stated precision claims of <10%. Subsequent testing of the patient's sample produced higher, positive results that were reproducible. Although pre-analytical factors may have been a contributing factor, a definitive root cause has not been determined to date for this event.

Manufacturer narrative:
(B)(4).